Event description:
Valve implanted then explanted pericardial leak after initial implant. Aortic valve implanted (carpentier-edwards 3300 tfx tissue valve) after intra-operative tee, valve was removed by surgeon and another aortic valve was implanted (carpentier-edwards ed2700).